Event description:
It was reported that the device failed accuracy testing with a rate measured at +11.45%. The reporter stated no patient was involved and the issue was identified during testing.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a slight wearing of the lens cover. Event log history was performed and showed that two 10ml followed by one 20ml bolus tests were performed prior to the pumps return to smiths medical. During analysis, the customer's concern regarding failed accuracy was able to be confirmed. The delivery accuracy tests found the pump to be over delivering outside the published specification of +/-6%. The pump's expulsor will be replaced in order to bring the delivery into more nominal of a range. Slight wearing was also observed on the lens cover. Service will replace lens cover. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.